Manufacturer narrative:
(B)(4).

Event description:
Distributor representative contacted dexcom on (B)(6) 2016 to report on behalf of patient a detached sensor wire that occurred on (B)(6) 2016. Actual date of event is unknown. Patient reported that they believe the sensor wire has been under their skin for a few years. No injury or medical intervention was reported. Additional event or patient information was not provided.

Manufacturer narrative:
(B)(4).